Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-8737-38 driver shaft, t10 hex, serial/batch number 1392116, was received for investigation. Visual evaluation found that the device¿s hex tip had broken off and was bent. No functional testing was performed for this device due to the broken tip. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that (2) ar-8737-38 driver shafts broke. This occurred during a tto case on (B)(6)2023, the case was completed using a device from a different manufacturer.